Manufacturer narrative:
UDI (B)(4). Device was returned for evaluation. Investigation is underway.

Event description:
As reported by a field clinical specialist, after successful implantation of a sapien 3 valve in the aortic position via transfemoral approach, the commander delivery system had withdrawal difficulties through the esheath. The commander delivery system balloon may have had fluid left in it which cause it to get caught on the tip of the esheath. Excessive force was needed to remove the devices. The esheath was delaminated/folded back on itself in the process. Only the esheath is to be returned for evaluation. There were no patient injuries. It is to be noted that the devices were 'played' with on the back table and the radiopaque marker might have been dislodged during this manipulation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The sheath was returned after being used in the procedure. Visual inspection found a liner delamination approximately 4" from sheath tip, the c-marker band was not returned as reported information stated, 2 kinks were observed on sheath shaft approximately 1/2" distal to strain relief and approximately 4" proximal to sheath distal tip likely due to returned packaging, the hdpe was torn at proximal portion of delamination approximately 1/2" in length likely due to device manipulation at the back table as reported, and minor distal tip damage. Due to the nature of the complaint, no dimensional inspection was able to be performed. Due to the nature of the returned device, no functional testing was able to be performed. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no other complaint relating to liner delamination. A review of the complaint history from april 2018 to march 2019 revealed other returned complaints for liner delamination for esheath and revealed that the occurrence rate did not exceed the march 2019 control limit for the trend category. Based on the review of the instructions for use (IFU) and training manuals, no deficiencies were identified. During manufacturing the sheath shaft components were 100% visually inspected under minimum 3x magnification and the esheath final assemblies were 100% visually inspected by both manufacturing and quality. Furthermore, after sterilization, the sheath is tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing. During pv, work orders are verified. The verification includes visual inspection for abnormalities both before and after seam expansion testing. The work order can only be released if all units passed pv testing. The inspections and tests described above support that it is unlikely a manufacturing nonconformance contributed to the reported complaint. No product non-conformances or IFU/labeling deficiencies were identified during evaluation; therefore, an fmea assessment is not required. The sheath delamination was confirmed based on visual inspection of the returned device. Investigation of the device and review of complaint history, DHR and lot history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. There was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging. Per the information received ¿the commander delivery system balloon may have had fluid left in it which cause it to get caught on the tip of the esheath. Excessive force was needed to remove the devices.¿ the fluid left in the balloon may have led to the balloon having a larger profile to be withdrawn in the sheath, therefore leading to additional pull force required to retrieve the delivery system into the sheath, which resulted in the reported sheath liner delamination. As mentioned in the information received ¿it is to be noted that the devices were 'played' with on the back table and the radiopaque marker might have been dislodged during this manipulation¿ the additional damages noted to the device, such as the missing c-marker band and the tear to the hdpe, could all be contributed to the device manipulation after the procedure. Based on given information, it is possible that procedural factors (residual fluid left in the balloon) may have contributed to the complaint events. Review of complaint history revealed that the occurrence rate did not exceed the control limit for the trend category. Therefore, no corrective or preventative action is required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required.